Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was not switching on. The customer reported that the ventilator was on clinical use at the time the event occurred.

Manufacturer narrative:
Date of report: 08/15/18; date received by manufacturer: 04/03/18; additional information: international UDI: (B)(4). Philips field service engineer replaced the touchscreen and the liquid crystal display (lcd) to resolve the issue. The ventilator passed all tests and operated within the manufacturing specifications. The touchscreen and the lcd display were returned for failure investigation. The touchscreen was visually inspected and the cracks on the glass were verified. The lcd assembly revealed no contamination or damage. The lcd assembly was tested and no failure was identified. Physical damaged resulted in the cracked touchscreen.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The device would not turn on because the touchscreen and display were broken. Philips healthcare was not authorized to repair the device at this time. A repair quote was submitted to the customer.